Event description:
Country of complaint: (B)(6). Needle detachment; some surgeries are requiring use of 4 to 6 units.

Manufacturer narrative:
Mfg site eval: review of stock: no stock available. Quantity produced/ imported: this product code and lot number (B)(6) units were produced in total. Distributed quantity: all the imported units were distributed to 16 customers in different cities of the country. Background: to date there are two reports related to this product code and lot number. Batch record: production batch documentation review was performed, in which the control process and control of finished goods were checked, and no deviations or alterations are identified during the process. Results for batch release results obtained for batch release in armed resistance, met the requirements for this type of suture. The units received were checked visually, four of the samples were without the needle; therefore they are not within our specifications. The fifth sample, although assembled, it was evident that the thread present was delaminating; this behavior is attributed to some sections of the polypropylene thread, associated with inadequate polymerization, which can be caused by a temperature differential during the extrusion and is considered an isolated incident. Corrective/preventive action: this will be taken into consideration when evaluating if corrective or other actions need to be taken.